Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was re-installed during the svc call. The system was tested and found to be working as intended and put back into service.